Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump changes time by itself. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the time clock loss is not greater then 9 minutes within 30 days and that was normal. The self test for the pump passed. Customer was advised to monitor the pump.